Event description:
It was reported that the unknown bd plunger stoppers were defective. The following information was provided by the initial reporter: I am contacting you regarding the new defect on the bd stopper (mark on the stopper) that we saw during the visual inspection of our syringes. We did verify unused new stoppers at the incoming inspection and we didn't see any stopper with the mark. We did manual testing to simulate insertion of the stopper in the syringe with a rod and in 50% of the cases (14 of 30 stoppers inserted in a syringe) , the mark appeared when the stopper was inserted. Please see pictures attached (picture of the stopper without any mark and pictures of the same stopper once inserted manually with a rod in the syringe and after its removal from the syringe). You can see that the mark appeared when the stopper was introduced.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the unknown bd plunger stoppers were defective. The following information was provided by the initial reporter: I am contacting you regarding the new defect on the bd stopper (mark on the stopper) that we saw during the visual inspection of our syringes. We did verify unused new stoppers at the incoming inspection and we didn't see any stopper with the mark. We did manual testing to simulate insertion of the stopper in the syringe with a rod and in 50% of the cases (14 of 30 stoppers inserted in a syringe) , the mark appeared when the stopper was inserted. Please see pictures attached (picture of the stopper without any mark and pictures of the same stopper once inserted manually with a rod in the syringe and after its removal from the syringe). You can see that the mark appeared when the stopper was introduced.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report pr (B)(4) MFR report # was sent in error. Advised that product not us reportable. MFR#: is void as a result.